Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the received instrument is in used condition. The tip and the cutting edges are rounded and worn. All features related to the reported complaint condition were reviewed and no other issues were identified. A dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Our investigation has shown that the complaint is confirmed due to the condition of the device. Because of the damage, it is not possible to measure the relevant dimension. The damages are clearly caused post manufacturing. Due to the wear and tear signs, we can assume that this product was an often and intensive used instrument. We suppose that the bad condition of the device before surgery in combination with a mechanical overload situation during use could lead to the breakage. Because of that we would like to draw your attention on page 7 in the leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 323.062, lot: l358218, manufacturing site: bettlach, release to warehouse date: 03.apr.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. There are no concomitant devices. G5: device is distributed in the us. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for olecranon fracture with a va olecranon plate. During the surgery, the drill bit was dull. There was no surgical delay. Concomitant device reported: unk - plates: 3.5 mm lcp olecranon plate (part# unknown, lot# unknown, quantity# 1). This is report 2 of 2 for (B)(4).